Manufacturer narrative:
Manufacturing year: 2005. (B)(4). Device evaluation: the system was evaluated by a field service engineer. The field service found broken wire on interface cable for y2 galvo. Field service replaced all galvo interface cables and tested with running 68 mock surgeries in user mode and 1200 burn in procedures in service mode without error. The flap thickness was gelled and verified to be within specifications. The reported error was confirmed, and electrical problem was identified as the failure mode. Manufacturing record review: a review of records related to the device including labeling, complaint history, trend analysis and risk documentation will be performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. No deficiency has been identified in design, manufacturing, or labeling of the intralase laser system. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported a 208 z-stepper out of position error that occurred in between the raster pattern and the side cut in patient's right eye (od). No patient issues. During subsequent testing, he received 211 z-stepper out of position by 250 ¿ 260 ums. Patient's procedure was switched to photorefractive keratectomy (prk).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.